Manufacturer narrative:
Additional information was received indicating that the event occurred while in use, however there was no consequence to the patient. Device evaluation completion date: 07/11/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. The pump was visually inspected and delivery test was performed and it passed the test. During analysis, the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced "under delivery". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.